Event description:
The manufacturer received information from a dealer informing us alleging an unknown alarm had occurred on the trilogy o2 device while the device was being used by a patient. A sales representative visited the customer site and checked the alarm and recognized a ventilator service required condition had occurred on a trilogy o2 device. The device was replaced by another device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed during an operational check of the device. The manufacturer's service technician evaluated and observed error codes oxygen blending module (obm) accuracy in the device¿s event log. The manufacturer's service technician performed a functional test on the device and found the flow sensor on the obm was out of specification, thus an issue with flow sensor. The manufacturer's service technician replaced the device's oxygen blender printed circuit assembly to address the issue. Additional findings not related to the malfunction/issue was the blower, whisper cap, and the filter of the air inlet port needed replacing on the device. The manufacturer's service technician replaced these parts to address this issue. After replacing all of the parts on the device, the manufacturer's service technician performed the repair and run-in tests, along with the battery and valve checks. The manufacturer's service technician found the device operational and cleaned it.